Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem left sz 3.5 (cat# 02-020-11-0235); truliant tib fit tray cem sz 3.5f / 2.5t (cat# 02-022-45-3525); advanced patella 32mm 3 peg implant (cat# 200-07-32). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately two months post initial tka, the 66 y/o female patient's hip (tha) gave in while doing yoga, and she used her knees to help protect her hip. Left knee went into valgus. Next day knee was inflamed and painful. Patient had an aspiration performed and kenalog injection on (B)(6) 2020, two days later patient had aspiration in his left knee. Patient had a revision of patella, liner and femoral components on (B)(6) 2020. Then, on (B)(6) 2020 patient had device explanted and spacer implanted. Per clinical study case report form does not indicate if this event is related to devices and procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech truliant knee clinical study, approximately two months post initial tka for osteoarthritis, the 66 y/o female patient's hip (tha) gave in while doing yoga, and she used her knees to help protect her hip. Left knee went into valgus. Next day knee was inflamed and painful. Patient had an aspiration performed and kenalog injection on (B)(6) 2020, two days later patient had aspiration in his left knee. Patient had a revision of patella, liner and femoral components on (B)(6) 2020. Then, on (B)(6) 2020 patient had device explanted and spacer implanted. Per clinical study case report form does not indicate if this event is related to devices and procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity. These devices are used for treatment not diagnosis.